Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use the staples were stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record of batch number 74k1600849 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
During use the staples were stuck in the stapler. The patient's condition was reported as fine.